Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. The patient experienced a detached sensor wire five days after the sensor was inserted in the arm. Upon removal of the sensor, the sensor wire separated from the wearable component and remained embedded in the skin, resulting in pain, discomfort, and localized inflammation/swelling at the insertion site. On (B)(6) 2025, the patient sought care at an urgent care clinic; however, the healthcare provider reported that they were unable to assist with removal of the retained wire. On an unspecified later date, the patient consulted a general surgeon, who made a small incision at the original sensor insertion site in an attempt to retrieve the wire but was unsuccessful. The patient did not report whether local anesthesia was used during the procedure or how the incision was closed. No diagnostic imaging was performed at any point. At the time this report was submitted, the patient continued to experience pain and soreness at the site. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.